Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one quadripolar, bi-directional, curve d-f, flexability ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue remains unknown.

Event description:
During the procedure, the device was unable to heat to temperature. The procedure was cancelled due to this issue. There were no adverse patient consequences.